Manufacturer narrative:
Analysis summary: analysis was unable to confirm the customer comments of loss of capture, the device passed all visual inspection and bench testing with no anomalies observed. The main printed circuit board was replaced as a preventive measure. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator lost capture multiple times, causing the patient heart rate as well as patient blood pressure to drop. It was additionally noted that the generator would capture if the rate setting was increased to over 100 beats per minute. The patient did require pacing due to the decreased heart rate and blood pressure. The generator was changed out and the replacement performed appropriately. The generator was returned for service. No further patient complications were reported as a result of this event.